Manufacturer narrative:
Corrected information has been provided in d4 (serial) ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 71-year-old female patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was left leg ischemia requiring medical device removal, cutdown, and vascular repair of the left femoral artery. After 1 day and 19 hours on support, the device was removed with an escalation of therapy to an impella 5.5. The impella functioned at p-7 at 3.3l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.